Event description:
Patient reported there are black marks on the infusion device display that touch or cover the insulin delivery amount. There were no external influences to the infusion device. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display was broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.